Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-02850. It was reported that during device change procedure, the outer insulation of the rv lead was breached when it was pulled out of the device header. The physician stated it was a little bit stuck but came out easily. Lead measurements were normal. Suture sleeve was applied over the damaged area, and the lead was connected to a new device. The patient was stable.